Manufacturer narrative:
Twenty-four patients (22 female, 2 male; mean age, 74.2± 10.3 years with a range of 52¿96 years). Date of event is unknown; january 30, 2018 is the date the literature article was published. The -510k: this report is for unknown synthes cannulated screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
This report is being filed after the review of the following journal article: katthagen jc, lutz o, voigt c, lill h, ellwein a (2018). Cement augmentation of humeral head screws reduces early implant-related complications after locked plating of proximal humeral fractures. Obere extremität 2018. Volume 13. Pages 123-129. (Germany). This study aims to assess outcomes of locked plating of proximal humeral fractures with additional cement augmentation (ca) and to compare them with outcomes of conventional locked plating without cement augmentation (ca). Between february 2014 and september 2015, 39 patients underwent fracture fixation of a displaced proximal humeral fractures (phf) with an unknown synthes philos plate along with additional humeral head screw augmentation with an unknown polymethylmethacrylate (pmma). The plate shaft was fixed with three 3.5-mm screws in all cases. The number of 3.5-mm humeral head screws used ranged from 5 to 9 (on average, 7). An average of three cannulated humeral head screws (range, 2¿5) were augmented with 0.5¿1ml of trauma cement (pmma). Of the 39 patients, 5 patients were lost to follow-up and 10 patients were excluded from the study: 2 patients died before final follow-up due to non-fracture-related comorbidities, 6 patients refused to participate, and 2 patients had preexisting neurologic diseases with impairment of the upper extremity. Only 24 patients (22 female, 2 male; mean age, 74.2± 10.3 years with a range of 52¿96 years) who participated in final the follow-up were included in the study as part of the prospective group. These patients were matched to a retrospective case-control group of 24 patients (two male, 22 female; mean age, 73.9± 9.4 years) treated with a conventional unknown synthes philos titanium locking plate without additional cement augmentation. The constant score (cs) and complications of both groups were compared. Follow-ups were done at 3 months and 12 months postoperatively. Complications were reported as follows: six patients had an early arthroscopic revision surgery with arthrolysis, biceps tenotomy, and arthroscopically assisted implant removal between 3 and 5 months after the initial fracture fixation. In unknown patients with high functional expectations but limited postoperative range of motion, revision surgeries were performed in patients. One patient suffered from varus nonunion due to a large defect zone in the subcapital calcar region at the final 12-month follow-up. One patient sustained had an avascular necrosis of the humeral head with collapse of the articulating surface at the final 12-month follow-up. Mean vas pain score of 3.2± 2.7 at 3 months post-op and 1.8± 2.1 at 12 months post-op. Four patients had suffered 1 or more screw perforations in the form of varus loss of reduction. This report is for unknown synthes cannulated screws. This is report 2 of 2 for (B)(4).